Manufacturer narrative:
The reagent lot number was 64726401 with an expiration date of 31-mar-2024. The field service engineer found a bent reagent needle and replaced it along with the cuvette washing tubes. He checked and resoldered the incubation bath sensor cables and changed the incubation water. The investigation determined the service actions resolved the issue as the customer reported no further issues. A general reagent problem was excluded as calibration and quality control was acceptable.

Event description:
There was an allegation of questionable creatinine (creaj2) results from the cobas 6000 c501 module. The initial result was 3.77 mg/dl and the repeat result was 7.33 mg/dl.